Manufacturer narrative:
(B)(4).

Event description:
It was reported there was far field r-wave oversensing on the atrial channel which lead to inappropriate auto mode switch. The patient presented to the clinic after receiving an appropriate shock for a vt rhythm. Programming changes were made and the patient had no negative effects.